Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was hospitalized for stomach pain of an unknown origin. This was stated to be related to the device/therapy. The healthcare professional (hcp) wanted to do an MRI. It was noted that this event occurred about a week prior to the report. No device issues or further complications were reported or anticipated.